Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to engagement issues. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, clinical sales representative (csr) reported to technical support engineer (tse) that the universal surgical manipulator (usm4) was having engagement errors and issues. The csr stated they had tried new instruments, drapes, reseating the instrument and drape but the issue was recurring. Tse tried to view system logs, but no logs were available. The previous logs showed 22020 engagement errors on usm4. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the 22020 error was found in system logs indicating engagement fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 22020 error was triggered indicating fault on the carriage, replicating the reported event. The usm was then install onto a patient side cart fixture test platform (pftp) where carriage direction test was found to be failing on the degrees of freedom (dof5). Once testing was completed, the dof5 gearbox was applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause is attributed to the dof5 gearbox of the usm.